Event description:
It was reported that during start up, the device failed to start up properly. Complainant reported a forced shutdown was performed and the device had a blue screen once it powered back on. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The reported malfunction was confirmed during evaluation and found that upon powering on the device, it became stuck on the startup screen. The root cause was identified as a defective mainboard. The mainboard was replaced with a new board and reprogrammed. Following the replacement, the device underwent calibration and performance verification testing with passing results, and no further errors were observed.